Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 ultra resilia valve was to be implanted in the aortic position via right-transfemoral approach. The 16fr esheath+ sheath was inserted into the patient without difficulty. When inserting the commander delivery system and valve into the 16fr esheath+, the loader was able to be fully inserted into the sheath housing. The valve and delivery system advanced through the sheath through the iliac fine. However, when the delivery system reached the sheath tip in the aorta, the valve became stuck at the sheath tip. The sheath tip would not open to allow the valve to exit. After additional force given and changing sheath position, the decision was made to withdraw the system and sheath. A new set of devices was used to successfully complete the procedure. No ew devices were damaged, and there was no patient injury. The patient was discharged. On the back table, the first valve was pushed through the first sheath and broke through with great force. Per the field clinical specialist, the sheath "did not appear to split as normal at the tip site." The image of the device after manipulation on the back table shows a distal tip tear on the sheath. The field clinical specialist confirmed this damage occurred on the back table and not while inside the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Image of the sheath was provided, and the following was observed: radial tip tear along distal liner edge as well as axial tear. Pre-procedural imagery was provided, and the following was noted: presence of tortuosity in patient's right access vessel. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The torn sheath distal tip was confirmed. Available information suggests that variability in tip expansion likely contributed to the event. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.